Event description:
In 2008, the pt reported experiencing e4 (occlusion) errors on her infusion device. She stated that she changed her infusion site 3 times the previous night and 2 had bent cannulas. She stated that one of the infusion sites may have been inserted into scar tissue and she moved it to an area that felt softer. She stated that she has scar tissue and only uses her abdomen for infusion sites because this is the only area she can reach. To troubleshoot, she was instructed to prime through the infusion tubing. She was able to do so without error. She stated that she saw air bubbles in the infusion tubing which were removed during priming. She had already received 5.0 units and 4.2 units of the 10 unit bolus she was attempting to deliver. She did not bolus again. She was sent info on infusion site mgmt and an infusion set insertion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.